Event description:
During baxter's functional testing of a spectrum pump, the device displayed a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 caused by a failed upper link switch. The upper auxiliary assembly was replaced since it contains the link switch. System error 322 will occur when the pump transitions from the door open state to the door closed/sert-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.